Manufacturer narrative:
The subject devices have not been returned to omsc. Omsc could not review service and manufacturing records because the serial numbers of the subject devices were not provided from the facility. As part of our investigation, omsc reviewed all of the complaints, but there was no record associated with the event described in the article. The exact cause of the reported event could not be conclusively determined.

Event description:
On november 1st, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿study on treatment results of emr using bipolar snare for superficial non-ampullary duodenal epithelial tumor¿ that was made in public in 26th japan digestive disease week. The literature reported the result of 88 cases of the endoscopic mucosal resection (emr) procedures for superficial non-ampullary duodenal epithelial tumor (snadet) between july 2007 and december 2017. In the literature, it was reported that an olympus endoscope gastrointestinalvideoscope model gif-q260j, a colonovideoscope model pcf-pq260i or a duodenovideoscope model tjf-260v were used for the procedure. In the subject procedures, 1 case of aspiration pneumonia occurred. Omsc tried to obtain detailed information, but additional information has not been obtained at the present. Therefore, omsc is submitting one MDR according to the number of the complication case.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".